Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced diaphragmatic and nerve stimulation. The right ventricular (rv) lead exhibited unstable impedance and loss of capture. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.